Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to increased charge burden of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient had a great outcome and was satisfied with the therapy received.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.